Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the pt support was free-floating when the system was not in clinical use. The hospital biomedical engineer evaluated the system and determined that the pt support subframe svc latch was not properly fastened. The hospital biomedical engineer properly fastened the nylock nut of the pt support subframe svc latch to resolve the issue.